Event description:
Surgeon complained that sigma femoral notch impactor may have black particles that came off. The surgeon thought they were able to clean everything out of the patient, but was not 100% sure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correction: the device associated with this report was not returned for evaluation. Complaint review identified that insufficient information had been provided to verify then reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.